Manufacturer narrative:
The imdrf codes have been updated to reflect the findings of the completed investigation.

Event description:
No new information.

Event description:
It was reported that a patient sustained a bone fracture after falling while exiting the bed. The staff stated that it appeared that the patient may have unintentionally disengaged the brakes with the siderail controls while using the siderail for support. No product failure was alleged at the time of reporting.